Event description:
The customer reported a battery disconnection error. Further information determined that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The product was determined to be end of life (eol) and no further evaluation was performed. No conclusion can be drawn as further repair information is unavailable at this time and no additional service information was provided.